Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menorrhagia ("bleeding / menorrhagia") and genital haemorrhage ("bleeding"). The patient was treated with surgery (robot assisted hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, menorrhagia and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: patent left fallopian tube.; on (B)(6) 2013: occluded right fallopian tube; on (B)(6) 2013: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("migration/perforation") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), pelvic pain ("pain"), heavy menstrual bleeding ("bleeding/menorrhagia") and genital haemorrhage ("bleeding"). The patient was treated with surgery (robot assisted partial hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered genital haemorrhage, heavy menstrual bleeding, pelvic pain and uterine perforation to be related to essure administration. The reporter commented: discrepancy: date of insertion preciously reported as (B)(6) 2013 now it is reported as (B)(6) 2013. Discrepancy: previously reported essure removal now it is reported essure not reported. Date(s) of removal: not removed (discrepancy noted). Date(s) of insertion: (B)(6) 2013 (discrepancy noted) per pif. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: patent left fallopian tube.; on (B)(6) 2013: occluded right fallopian tube; on (B)(6) 2013: bilateral tubal occlusion. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: device removal information (partial hysterectomy) received. Update to imdf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("migration/perforation/inspection of left counu reveals such a device, the coils backward upon itself, burrowing into the myometrium") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of paratubal cyst, endometrial ablation, chronic cervicitis and menorrhagia. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), pelvic pain ("pain"), heavy menstrual bleeding ("bleeding/menorrhagia") and genital haemorrhage ("bleeding"). The patient was treated with surgery (davinci robot-assisted hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered genital haemorrhage, heavy menstrual bleeding, pelvic pain and uterine perforation to be related to essure administration. The reporter commented: discrepancy: date of insertion preciously reported as (B)(6) 2013 now it is reported (B)(6) 2013. Discrepancy: previously reported essure removal now it is reported essure not reported. Date(s) of removal: not removed (discrepancy noted). Date(s) of insertion: (B)(6) 2013 (discrepancy noted) per pif. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: patent left fallopian tube. On (B)(6) 2013: occluded right fallopian tube; on (B)(6) 2013: bilateral tubal occlusion. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: mr received: reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menorrhagia ("bleeding/menorrhagia") and genital haemorrhage ("bleeding"). The patient was treated with surgery (robot assisted hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, menorrhagia and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: patent left fallopian tube.; on (B)(6) 2013: occluded right fallopian tube; on (B)(6) 2013: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.